Event description:
It was reported that multiple intermittent occlusion alarms occurred. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, with no further assistance required.